Event description:
It was reported that the patient had a reaction to the comfort hard soft splint that was issued. The patient received the device on (B)(6) 2022 with the reaction occurring within 5 min and could not be worn for more than 15min. The patient complained of difficulty breathing, foul taste in mouth and numbness. The device was discontinued (B)(6) 2022 that evening. After 20min the reaction resolved. The patient tried once again (B)(6) 2022 and experienced the same reaction. Both times the patient used benadryl. The resolution of the second attempt lasted for an hour. The patient contacted the office on (B)(6) 2022 to provide them a report of the reaction. The patient has allergies to latex, coumadin, natural rubbers codeine, metals and aspirin. These result s were from 15years ago. There are no medical conditions noted. With regards to the device: the patient rinsed after its use and used listerine. The device is not available to return.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Ethnicity/race: this information not provided when asked. Model #: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date/explant date: is not applicable as the device is manufactured by prescription and not implantable. This is the first of two implant complaints, see manufacturer report for the remaining complaint : 3011649314-2022-00474.

Manufacturer narrative:
CAPA 2023-006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for case#1117708057 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Additionally the reported lot number e71448.15 and powder 86572.4 passed receiving inspection, c of a (certificate of analysis) from supplier (astron dental corporation) was also provided and verified the parts were qualified for release. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results product was returned in the original case. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared discolored due to the usage. General cleanliness - the returned device was observed clean. Case was returned intact. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 rev 1 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per rpt 012574 rev. 3 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional data: d4, h4, h6 (health effect - clinical codes, and type of investigation code). Corrected data: b2, d1, e1, g3, g4, h6 (health effect - impact code). Note: g3 in the initial report was reported as (07-25-2022), however, the correct date is (07-13-2022). CAPA: 23-006. Manufacturer reference: (B)(4).